Manufacturer narrative:
It was indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device cannot be completed. A review of the device/lot history record, labeling, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. (B)(4). Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a tecnis monofocal intraocular lens (model zcb00, +18.0 diopter) was explanted from patient¿s operative eye because lens did not sit in eye correctly. No further information provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Additional information: it was reported that the lens was implanted during the cataract procedure and after the implantation, doctor noticed that there was some clinical condition with the patient where patient¿s intraocular pressure increased. Due to that, the doctor felt it was not safe for the lens to be in the eye so the lens was removed. The patient left aphakic and the doctor will implant an intraocular lens at a later date. Reportedly, a vitrectomy was performed for the patient. No further information provided. The following sections have been updated accordingly: age/date of birth: (B)(6) 1931. Gender/sex: male. (B)(6). Occupation: physician. (B)(6). Patient code: 2643- vitrectomy. Patient code: 1937 - intraocular pressure rise. All pertinent information available johnson & johnson surgical vision, inc. Has been submitted.